Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6) name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula was bent, leading to a high blood glucose level and treated with insulin pen. Infusion set was used for few hours.